Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal tubing became bent/kinked while being inserted. The device was removed, and they held manual pressure. The procedure was successful, and the patient was fine. Additional information was received on 28 sept 2022: the procedure performed for the patient, prior to using the closure device was a y90 embolization and it was successful. The procedural sheath that was used was a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no tortuous anatomy noted in patient that may contribute to difficult insertion. The patient condition was stable.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned in the fully rear-locked position with the carrier tube removed from the hemostasis sheath. Although the devices were separated, they remained connected through the suture. The anchor was found to have been posted to the distal tip of the hemostasis sheath. Multiple kinks were identified and were found to have been at the proximal end of the carrier tube and the distal end of the sheath. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion. The device history record (DHR) review was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).